Manufacturer narrative:
This is an issue with rp 500 v2.4 software. Urgent field safety notice poc 17-008.a.ous was released in april 2017 to inform customers of the issue and provide instructions on how to prevent it from occurring until a revised software was available. V2.4.1 software addresses this issue and has been installed on the system.

Event description:
In the patient data results list, the surnames of all the patients turned to the surname which was entered last. There was no report of injury.